Event description:
It was reported to the user facility's sterile processing dept, that the drill attachment heated up. No info is known about patient involvement or adverse consequences. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The drill attachment was not returned to the MFR for an investigation, because the user facility discarded the device.